Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comment that the analyzer could not deliver pacing. The analyzer passed incoming testing. It was found that the analyzer had bent pins on the connector, but was able to pace and sense on both channels. The analyzer was sent to manufacturer for repair. The company representative was sent a replacement analyzer. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during ventricular lead analysis, the analyzer was unable to deliver pacing. It was further reported that the electrocardiogram (ECG) for this analysis exhibited noise. The lead analysis was completed using an alternate analyzer. The analyzer was returned for service. No patient complications have been reported as a result of this event.